Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Suspected cause was due to customer delivering a bolus by entering amount of carbohydrates consumed, but did not enter bg level; therefore the pump was unable to accurately calculate the amount of insulin to deliver. Customer consumed carbohydrates, glucose tablets, and administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.